Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging cancer, death. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously made aware of this complaint through a representative of the customer alleging cancer, death. No medical intervention was specified. The device was returned to the manufacturer's product investigation laboratory for investigation. Using a known good power supply and power cord,the manufacturer was able to confirm the device powers on and provided airflow. The manufacturer confirmed the operation of the heater plate. During review of the error logs, the manufacturer determined that the device had 13923.6 machine hours, 13923.6 blower hours and 13899.1 therapy hours. The error log showed 1 error logged. 1 instance of e-53 (err_comp_log_sem_timeout) a continue error. During a change to the compliance logger, the semaphore timer expires, and the semaphore is released. This can occur of the modem is removed while the compliance logger has control of the semaphore. Care orchestrator data shows the patient had a compliance rate of (B)(4) and used a system one humidification mode, with a humidifier setting of 3. During the investigation the manufacturer observed dried liquid spots on the top enclosure. An unknown piece of debris was observed on the backside of the ui panel. Potential dried liquid spots were observed on the blower housing, on the bottom of and inside the blower motor. The manufacturer observed a whitish powdery dust-like contamination in the air inlet, inside the blower motor, on the bottom of the blower housing, on the sound abatement foam and throughout the bottom enclosure. Dust-like contamination was observed on the right-side panel, in the iso port, on the interior side of the top enclosure on the pca and on the blower cap. The manufacturer observed a small amount of potential degraded sound abatement foam on the bottom of the blower housing. The manufacturer confirmed the presence of degraded sound abatement foam. (Ds6hflg) the manufacturer observed potential dried liquid spots on the water tank, interior side of the flip lid assembly and in the lower base. Dust-like contamination was observed throughout the water tank, on the interior side of the flip lid seal, in the bottom enclosure, on the dry box, and in the lower base. A brownish contamination was observed on the flip lid seal. The manufacturer concludes there was evidence of sound abatement foam degradation in the device and dust contamination was able to confirm the customer's complaint. In box g: date received by mfg. Has been updated. In box h: (device) problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.